Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported that two weeks after the dental implant was installed in intraoral region #7, it was verified its' non-osseointegration. 45ncm of primary stability was achieved & immediate load was performed. The implant was carried out immediately.